Event description:
Follow up information identified the patient now feels more comfortable after the repositioning of the ipg on (B)(6) 2018.

Event description:
It was reported (B)(6) the patient experienced discomfort in the ipg pocket caused from the ipg being mobile in the pocket. To address the issue, the physician repositioned the ipg from the right lower abdomen to the right back/lower flank region.